Event description:
A peritoneal dialysis registered nurse (pdrn) reported to customer support that the patient (pd) catheter was removed due to an infection and was deactivated from pd. Upon follow-up with this patient¿s pdrn, it was reported this patient was hospitalized in ¿early february¿ (exact date of admission unknown) following abdominal pain and cloudy peritoneal effluent fluid. Laboratory specimens obtained and tested during this hospitalization were not reported to the outpatient clinic. Additionally, any antibiotics prescribed to the patient to address the infection were also not reported. The patient was diagnosed with peritonitis that was more than likely due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient¿s pd catheter was removed during this admission due to the nature and severity of infection. The patient was transitioned to hemodialysis (hd) on a hospital provided hd device (unknown brand and model) for renal replacement therapy for the duration of the admission. The patient recovered from this event and was discharged home on an unknown date. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to touch contamination during ccpd therapy as reported to by a medical professional. Though effluent cultures were not reported, a reduction in symptoms in response to antibiotic therapy under hospital care provided evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to customer support that the patient (pd) catheter was removed due to an infection and was deactivated from pd. Upon follow-up with this patient¿s pdrn, it was reported this patient was hospitalized in ¿early february¿ (exact date of admission unknown) following abdominal pain and cloudy peritoneal effluent fluid. Laboratory specimens obtained and tested during this hospitalization were not reported to the outpatient clinic. Additionally, any antibiotics prescribed to the patient to address the infection were also not reported. The patient was diagnosed with peritonitis that was more than likely due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient¿s pd catheter was removed during this admission due to the nature and severity of infection. The patient was transitioned to hemodialysis (hd) on a hospital provided hd device (unknown brand and model) for renal replacement therapy for the duration of the admission. The patient recovered from this event and was discharged home on an unknown date. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge.